Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was clarified that a healthcare provider initially reported the event to the company representative. Regarding the cause of the infection, it was noted that the pump was exposed through the skin, but no official cause had been determined. Actions taken to resolve the issue included the catheter having been cut and the pump having been removed. It was unknown if the issue was resolved. The patient¿s weight at the time of the event was unknown. The healthcare provider had sent the pump to pathology for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that a pocket infection occurred. The infection was associated with implant. The patient was two weeks post-operation. No symptoms were reported to the company representative other than redness and swelling over the pump. The company representative was at the case today. The patient was hospitalized. Treatment was ongoing. No further patient complications have been reported because of this event.